Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003 the complaint investigation for the architect syphilis tp assay lot 23334be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 23334be01 was identified.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: complete sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-31/41.

Event description:
The customer reported a (B)(6) architect syphilis tp result on a patient. Results provided: on (B)(6) 2021, sid (B)(6) = (B)(6); tppa, rpr (1:1 titer) and colloidal gold methods were all (B)(6). No impact to patient management was reported.